Event description:
It was reported that a libre 3 plus sensor produced a sensor error and pairing failure with the ilet after the sensor was partially dislodged during a hospital visit unrelated to the ilet, and subsequent troubleshooting was unsuccessful, leading to a sensor replacement during which the removed sensor was found to have a bent needle; the user then paired a new sensor and was advised of the warm-up period, and a contemporaneous fingerstick value of 189 mg/dl was manually entered into the ilet. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention beyond routine troubleshooting and sensor replacement. Investigation included technical support review, troubleshooting, and user education. Investigation of this case revealed a pairing failure requiring a new cgm and a damaged sensor insertion component consistent with a bent introducer needle after partial dislodgement. It was concluded, based on previously established findings for similar reports, that the cause was user/environmental handling leading to sensor damage and subsequent cgm pairing failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.